Manufacturer narrative:
B3: the event occurred on an unreported date in jan2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient was treated with unspecified antibiotic therapy for the event. The cause of the event and hospitalization were not reported. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. No additional information is available.